Event description:
It was reported that there was difficulty getting the right ventricular (rv) lead into the right ventricular, even after using multiple stylets. The rv lead was removed and exchanged for a competitor's lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)